Event description:
The end user states that when he got his chair into the van and was strapped down, they were driving down the road and the chair caught fire and created a large amount of smoke inside the van. The end user states that he was sitting in his chair while it was being transported. The patient was not injured, but the van has a bad smoke smell left in it.